Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly on the insulin pump. Customer went to the emergency room for unexplained high blood glucose and was treated at the hospital. Customer's blood glucose was over 600 mg/dl. Customer stated that none of the buttons were responding. Customer was high because she is fighting a sinus infection and was dehydrated. Customer treated herself using a manual injection. Customer went to the emergency room on (B)(6) 2015 with a blood glucose of 583 mg/dl. Customer was treated and released the same day. Customer was given insulin through an IV. Customer was not wearing the pump at the time of the emergency room visit. Customer was off the pump for less than hour prior to the emergency room visit. Insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the self test, reset error test, displacement test and basic occlusion test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump also had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and a stained end cap sticker.